Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported by the nurse of the customer that the sensor electrode of the sensor was missing when the sensor was removed from the body of the customer. The customer was advised that the sensor would need to be returned for analysis. No additional information was provided.